Manufacturer narrative:
The reaction monitor for ldlc3 showed that it began at higher absorbance and then decreased. The reaction monitor of hdlc4 also started at a higher absorbance and then decreased. The hdlc4 calibration from 18-nov-2022 to 25-jan-2023 was provided. The last hdlc4 calibration was within specifications. The ldlc3 calibration from 25-aug-2022 to 25-jan-2023 was provided. The last ldlc3 calibration was within specifications. The qc data for ldlc3 from 01-feb-2023 to 04-apr-2023 was provided. The recoveries of qc1 were within the +/-2 standard deviation (sd) range. The recoveries of qc2 were within the +/-2 standard deviation (sd) range. The qc data for hdlc4 from 01-feb-2023 to 04-apr-2023 was provided. The recoveries of qc1 were within the +/-2 standard deviation (sd) range. The recoveries of qc2 were within the +/-2 standard deviation (sd) range. The alarm trace on (B)(6) 2023 at 09:43 showed an "abnormal aspiration (sample probe b)" error. The measuring range of ldlc3 is 0.10-14.2 mmol/l (3.87-549 mg/dl), the patient's result of 0.36 is still within the measuring range. In addition, according to the ldlc3 application report, the technical range of the test is between 0-14.2 mmol/l. No data flag is expected for this result. Ldlc3 product labeling states "icterus: no significant interference up to an I index of 60 for conjugated and unconjugated bilirubin (approximate conjugated and unconjugated bilirubin concentration: 1026 mol/l or 60 mg/dl). Hemolysis: no significant interference up to an h index of 1000 (approximate hemoglobin concentration: 621 mol/l or 1000 mg/dl). Lipemia (intralipid): no significant interference up to an l index of 1000. There is poor correlation between the l index (corresponds to turbidity) and triglycerides concentration.". According to the hdlc4 application report, the technical range of the test is between 0-3.88 mmol/l. A flag (<test) would appear when the concentration is below the specified technical limit range. Hdlc4 product labeling states "icterus: no significant interference up to an I index of 60 for conjugated and unconjugated bilirubin (approximate conjugated and unconjugated bilirubin concentration: 1026 mol/l or 60 mg/dl). Hemolysis: no significant interference up to an h index of 1200 (approximate hemoglobin concentration: 745 mol/l or 1200 mg/dl). Lipemia (intralipid): no significant interference up to an l index of 2000. No significant interference from native triglycerides up to 13.7 mmol/l or 1200 mg/dl. There is poor correlation between the l index (corresponds to turbidity) and triglycerides concentration.". The investigation is ongoing.

Event description:
The initial reporter received questionable hdlc3 hdl-cholesterol plus 4th generation and ldl_c ldl-cholesterol plus 3rd generation results from two samples from the same patient tested on the cobas 8000 c702 module with serial number (B)(6) . This MDR is for the ldlc3 assay. Please refer to MDR with a1 - patient identifier (B)(6) for the hdlc4 assay. Sample 1 the initial result was not reported outside of the laboratory as the results did not align with the patient's clinical picture. The reporter also stated that the hdlc4 and ldlc3 results did not agree with the elevated cholesterol and triglyceride results. The reporter stated that they did not perform any reruns for the patient sample. On (B)(6) 2023, the hdlc4 result was 0.05 mmol/l and the ldlc3 result was 0.36 mmol/l. The reporter then checked the reaction monitors and noted the absorbance was already high at the start of the reaction of the questionable results. The reporter was also concerned that questionable results were not flagged and no alarms were received from the module. The reporter stated that the sample was lipemic and hemolytic with the following indices: lipemia = 552; icterus = 2; hemolysis = 135. Sample 2 on (B)(6) 2023, the hdlc4 result was 0.11 mmol/l and the ldlc3 result was 0.87 mmol/l. The reporter stated that the lipemia in this sample was lower and the triglyceride result was lower than the results of the previous blood draw.

Manufacturer narrative:
The investigation performed an experiment by adding asparaginase to the serum sample with a normal drug concentration for treatment and with a 100-fold higher drug concentration. The investigation determined that there is no evidence of interference with drug asparaginase in the reaction of the direct tests for hdl-c and ldl-c. The investigation determined that the event was related to the patient's condition, the investigation did not identify a product problem.